Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) at (B)(6).

Event description:
It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) at st. (B)(6).

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a resection of mesh on (B)(6) 2012 concurrently with adhesiolysis of the abdominal wall, large and small bowel, evacuation and repair of hernia and ureterolysis due to severe pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent mesh explant on (B)(6) 2012 due to mesh extrusion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to stage iii pelvic organ prolapse, vaginal vault prolapse after hysterectomy, pelvic pain, frequency. It was reported that the patient had the concurrent procedures of a abdominal sacral colpopexy using mesh, abdominal enterocele repair, bilateral salpingo ¿oophorectomy, paravaginal defect repair and rectocele repair, cystoscopy performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh explant on (B)(6) 2012 due to mesh extrusion.